Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they swapped out the door switch for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. The representative reported that the door switch in question was discarded and therefore, not available for analysis.

Event description:
A site representative reported that, while outside of a procedure, when starting up the imaging system the gantry door would remain open. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
UDI number provided.